Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and (B)(4) was identified. Per engineering review, there was no adverse impact to product or evidence of relation to the event reported. A lot review was performed via complaint handling system (epiq) using a search on the batch number. Conclusively, there are no additional complaint(s) related to the associated batch, and the reported issue.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
An echocardiogram was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was decreased by 13.6 mmhg. Readings were observed under the manufacturer's patient care network database.